Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, broken battery tube threads, and missing end cap sticker.

Event description:
The customer reported a button error on the insulin pump. The significant event leading up to the alarm was moisture from the customer working out. The customer's blood glucose value was 120 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)